Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained, follow-up communication is still in-progress.

Event description:
During an ent case, the surgeon reported the housing on the plasmablade device tip melted and the wire fractured and detached. The surgeon also reported sparking coming from the device tip. This occurred with two plasmablade devices. The fractured wire was removed from the patient and no injury was reported.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during use, the housing melted and the wire was detached from the housing at the melted end. A second device was used and the blade was removed from the surgical field for cleaning and it was discovered that the housing had melted and the wire was detached from the melted end, and this time it was missing. The surgeon located the missing wire in the patient and retrieved it with a pair of forceps. Analysis conclusion: complaint confirmed: device # 1: the plastic housing is melted and the electrode wire is no longer intact and is detached from the plastic housing which fails to meet the acceptable damage requirements. The complaint could not be recreated for the device sparking issue that was reported in the complaint description. Note: the returned adenoid tip is from the new design. Complaint confirmed: device # 2: the plastic housing is melted and the electrode wire is no longer intact and is detached from the plastic housing which fails to meet the acceptable damage requirements. The complaint could not be recreated for the device sparking issue that was reported in the complaint description. Note: the returned adenoid tip is from the new design. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported the housing on the plasmablade device tip melted and the wire fractured and detached. The surgeon also reported sparking coming from the device tip. This occurred with two plasmablade devices. The fractured wire was removed from the patient and no injury was reported.